Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿surgical implants are subject to repeated stresses in use, which can result in fracture or damage to the implant.¿ under precautions, number 2 states, "intraoperative fracture of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Event description:
It was reported that patient underwent an unknown initial procedure on (B)(6), 2015. Subsequently, the needle used for the anchors to be placed, fractured and remained in the patient's meniscus. The needle was removed completely and the procedure was completed utilizing the surgical technique.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third party debris, patient anatomy or surgical technique; however, a conclusive determination could not be made.